Manufacturer narrative:
A follow-up report will be submitted once the investigation is complete.

Event description:
The customer reported the test load was attached to the hands free cable and as a result the AED mode advised no shock. There was no reported adverse patient impact.